Manufacturer narrative:
510k: this report is for an unknown double-bent 12-mm lamina gap titanium plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kim, c.h. Et al. (2019), the efficacy of ultrasonic bone scalpel for unilateral cervical open-door laminoplasty: a randomized controlled trial, neurosurgery, vol. 86, number 6, pages 825-834 (south korea). The objective of this study is to assess the superiority of ultrasonic bone scalpel (ubs) for hinge union compared to the drill through randomized controlled trial. During july 2015 to february 2018, 190 patients with cervical myelopathy underwent laminoplasty with a drill or usb. Implant used was a double-bent 12-mm lamina gap titanium plate (arch laminoplasty system, depuy synthes, oberdorf, switzerland) and screws. Patients were encouraged to ambulate starting on the day of surgery and discharged at 3 d postoperatively. The following complications were reported as follows: 2 patients had dural injury and was primarily repaired without suquelae. 48 patients had lamina fractures. The cross-sectional spinal canal area was more significantly enlarged in the ubs group than in the drill group. 18 patients had displacement of laminae at 6 months postop. 15 patients had had displacement of laminae at 12 months postop. This report is for an unknown synthes double-bent 12-mm lamina gap titanium plates (arch). It captures the reported dural tear, displacement of laminae, laminae fractures. This is report 1 of 2 for (B)(4).